Event description:
It was reported that the customer was hospitalized. Initially, they went to the hospital for urinary tract infection. Then, the next day they went back to the hospital for high blood glucose and were hospitalized. The customer did not remember their exact blood glucose at the time of the hospitalization but stated that it was between 500 mg/dl and 600 mg/dl. At the hospital the customer was treated with manual injection and IV. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.